Event description:
It was reported that non-sustained right ventricular (rv) oversensing due to noise was observed via remote transmission. No patient symptoms were reported and there were no other electrical anomalies. No intervention was performed.